Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted the case was very challenging and the physician knew that due to the short aortic neck, bad access and a very narrow distal aorta. This initial procedure is outside the indications of use (off-label) due to the patient's anatomy. Due to the short neck, the physician planned to use alto and convert to an aorto-uni-iliac (aui) if the contralateral limb would deploy. There was difficulty inserting the alto main body delivery; however, after it was deployed it was not possible to implant the contralateral limb, therefore the decision was made to complete the procedure and a femoral-femoral bypass was performed. The final result looked great. Upon follow up with the physician two (2) days post implant, it was reported that the patient developed spinal cord ischemia and had motor sensory defects in the legs and feet. At three (3) days post implant those symptoms have not resolved.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted the case was very challenging and the physician knew that due to the short aortic neck, bad access and a very narrow distal aorta. This initial procedure is outside the indications of use (off-label) due to the patient's anatomy. Due to the short neck, the physician planned to use alto and convert to an aorto-uni-iliac (aui) if the contralateral limb would deploy. There was difficulty inserting the alto main body delivery; however, after it was deployed it was not possible to implant the contralateral limb, therefore the decision was made to complete the procedure and a femoral-femoral bypass was performed. The final result looked great. Upon follow up with the physician two (2) days post implant, it was reported that the patient developed spinal cord ischemia and had motor sensory defects in the legs and feet. At three (3) days post implant those symptoms have not resolved. Additional information: the patient expired at three (3) days post endovascular procedure. It was reported that the patient had metastatic breast cancer with malignant pleural effusions that required weekly thoracentesis as well as chronic obstructive pulmonary disease (copd). This likely contributed to the reported respiratory failure with resulting death.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. The difficult to advance (left iliac limb), conversion to aorto-uni-iliac with right to left femoral to femoral crossover bypass, spinal cord ischemia and death are confirmed. This is consistent with the reported adverse event/incident. The difficulty in advancing the contralateral limb was most likely anatomy related. The aortic bifurcation was narrow with a diameter of 12.2 mm, which contributed to the difficulty to advance and the resultant aorto-uni-iliac procedure. The conversion to an aorto-uniiliac procedure was most likely anatomy related. An aorto-uni-iliac graft with femoral-to-femoral bypass with an ovation system is off label. The use of an aorto-uni-iliac stent that was potentially expected per the procedure planning is off label. The spinal cord ischemia is most likely procedure related. The death was most likely procedure related with a contributing factor of pre existing pulmonary disease. Procedure related harms identified were hemodynamic instability, prolonged procedure and respiratory failure. The final patient status was reported to be expired on postoperative day three. It was reported that the patient had metastatic breast cancer with malignant pleural effusions that required weekly thoracentesis as well as copd. This likely contributed to the reported respiratory failure with resulting death. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H1: type of reportable event has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.